Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 115 previously reported events are included in this follow-up record. Product return status 15 devices were received. 100 devices were evaluated in the field.

Event description:
This report summarizes 115 malfunction events in which the device had paint chips missing. - 115 events had no patient involvement; no patient impact.

Event description:
This report summarizes 115 malfunction events in which the device had paint chips missing. 115 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 115 events were reported for this quarter. Product return status: 18 devices were received. 97 devices were evaluated in the field. Additional information: 115 devices were not labeled for single-use. 115 devices were not reprocessed or reused.